Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
It was reported that during the procedure the conduit broke and remained in the patient. The conduit was not able to be removed. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.